Event description:
Same case as MDR#600093-2006-00149 it was reported that during a coronary drug eluting stenting treatment procedure withdrawal difficuties occurred that resulted in an explanted stent. The procedure treated the saphenous vein graft (svg) of the 1st obtuse marginal (om) coronary artery. An al 1 guide and a prowater flex .014x300cm were inserted into the 6 french x 11cm act ultimum sheath in the right femoral artery. A taxus express2 3.5x12mm drug eluting stent was deployed for 30 seconds at 16 atmospheres in the distal 1/3 portion of a 95% stenosed svg of the 1st om. This was post dilated with a highsail 4.0x8mm balloon inflated for 51 seconds at 20 atmospheres. A second taxus express2 3.0x12mm drug eluting stent was deployed for 32 seconds at 15 atmospheres in the mid 1/3 region of the svg of the 1st om. A third taxus express2 3.5x12mm drug eluting stent was deployed for 38 seconds at 22 atmospheres in the proximal 1/3 of the svg of the 1st om. A 4.0x8mm voyager balloon was inflated for 25 seconds at 20 atmospheres. A fourth taxus express2 stent 3.0x12mm was passed through the third stent but was unable to pass through the second stent. Upon withdrawal, the 3.5x12mm taxus stent was explanted. Two additional stents were placed. A 3.0x12mm taxus express2 drug eluting stent deployed for 26 seconds at 16 atmospheres in the mid 1/3 of the svg of the 1st om and a 3.5x16mm taxus express2 drug eluting stent deployed for 55 seconds at 28 atmospheres in the proximal 1/3 of the svg of the 1st om. The patient received aspirin and morphine before the procedure and midazolam, dilaudid, lasix, angiomax and nitroglycerin during the procedure. There were no patient complications reported and the patient condition is ok.